Manufacturer narrative:
(B)(4). The customer reported that 2 of 6 shocks disarmed during use. There was no negative pt impact. The device was evaluated by a philips field service engineer and the device passed all testing. The electronic event file was reviewed and showed that three shocks were aborted with associated "no shock delivered" message and one was delivered. The "no shock delivered" message occurs when the pt impedance is outside the range for the delivery of therapy. After passing all testing the device was returned to use. There was no malfunction of the device. The device was behaving as designed where the user got an alert when the pt impedance was out of range that the shock was not delivered. The IFU directs users to apply pads to dry skin and to remove hair and moisture if necessary or replace pads.

Event description:
The customer reported that 2 of 6 shocks disarmed during use. There was no negative pt impact.